Event description:
Report received of an independent rate change. In 2004 at 1230, the pump was programmed to deliver 20meq of potassium in 1000ml of 5% dextrose in normal saline at a rate of 125ml/hr. At 1300, the pt was transported to CT scan and returned to their room "between 1400 and 1430." At 1500, the nurse "heard the IV pump beeping down the hallway". When the nurse checked the pump, it was noted that there was "100ml left in the bag." The settings were rechecked and the device display reportedly indicated that the pump was delivering at a ratio of 500ml/hr and 1050ml had been delivered. Reportedly, the nurse hung a new bag and reprogrammed the device to deliver at the intended rate of 125ml/hr and the therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.